Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported possible over delivery as well as sensor glucose vs blood glucose reading mismatch. The customer reported that it was treated with juice. The blood glucose value at the time of the event was 5.0 mmol/l and the sensor glucose value was 30.6 mmol/l. Customer has been using the insulin pump system within 48hrs of reported low bg event. The auto mode feature was active at the time of the event. Troubleshooting was performed and found that the customer had several low blood glucose events and delivery was suspended due pump alarming low bg when in reality bg was5mmol/l. No further patient complications were reported. The customer will continue the use of the sensor and will not be returned for analysis.